Event description:
It was reported that the patient underwent an anterior cervical discectomy fusion at c5-6. During the surgery, the tip of the driver broke while tightening a screw. Fragments were retrieved from the patient. During a post-op x-ray, it was found that a metal fragment was in the surgical site. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.